Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages and add gel / replace belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages and add gel / replace belt messages) has been confirmed. As received, the belt was unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "a&b" cable had an open lead 1+ wire. The root cause for open lead 1+ wire could not be positively identified. There was no adverse event that resulted from the damaged belt.